Event description:
It was reported that the patient underwent explant procedure due to infection. Explanted device was not returned. No further information has been obtained despite good faith efforts. Addition information was received that the patient also came down with streptococcal infection at the same time as the initial infection. The infection was located at the pocket site. The explanted ipg and extensions were not returned in accordance with facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension. Upn: ons-3138-35. Model: ons-3138-35. Serial: (B)(6). Batch: a05738. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product family: scs-extension. Upn: ons-3138-35. Model: ons-3138-35. Serial: (B)(6). Batch: a07022. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent explant procedure due to infection. Explanted device was not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.